Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer service provided complete pump reset information and guided the caller through a pump reset, after which the error did not reoccur, and the customer successfully started their sensor session.